Manufacturer narrative:
B5 was updated for new information received on the right atrial (ra) lead.

Event description:
New information received notes that the right atrial (ra) lead exhibited high capture threshold resulting in loss of capture.

Event description:
New information received notes the right atrial (ra) lead was programmed off prior due to noise, elevated pacing impedance and failure to capture. Additionally, the right ventricular (rv) lead exhibited noise oversensing resulting in multiple noise reversion episodes.

Event description:
It was reported that the patient presented to the hospital for a lead revision procedure. The right atrial (ra) lead was noted to exhibit loss of capture while the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition due to insulation breach. Both the ra and rv leads were capped and replaced on (B)(6) 2025. The patient was in stable condition.